Event description:
Reporter indicated that a patient had high impedance readings during an office, indicating a possible lead break. It was also reported the patient had experienced a recent increase in seizure activity above pre-vns baseline levels. Revision surgery was performed in 2007; the generator was replaced prophylactically. The explanted lead and generator were returned for product analysis. No anomalies were identified on the generator. Product analysis of the lead portion returned revealed a coil wire break in the positive coil wires. The appearance of the ends of the broken coil wires was indicative of a stress-induced fracture with mechanical distortion (flat surfaces) on the coil wires. The negative electrode was not returned.